Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-1132 serial #: (B)(4) description: precision spectra implantable pulse generator the explanted devices were not returned to bsn.

Event description:
A report was received that following the implant procedure, the patient was experiencing numbness and weakness in the legs. The patient was admitted in the hospital and a magnetic resonance imaging (MRI) was taken which showed no evidence of hematoma or any sort of neurological deficit. The physician did not believe that the symptoms were device related but suspected that it might have been psychosomatic. The patient underwent an explant procedure. The patient was reportedly doing well.